Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 1,944 units of this code-batch. There are no units in our stock. We have received 7 closed samples for analysis. We have tested the knot pull tensile strength of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.34 kgf in average and 1.26 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum) we have also tested the knot security control of the samples received and the results are into the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. We have also reviewed the complaint history record of the several products manufactured with the thread raw material batch used to manufacture this product, and there are no previous complaints in any of them. According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing records review, the product complies with our specifications; therefore we do not see any manufacturing fault or material defect that could have caused the incidence. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The customer reported the thread broke during suturing and it does not hold, so the wound opened. The suturing technique has not changed. Additional information has not been provided.